Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned used. The safety clip was missing upon receipt. The tuohy borst valve was loose and the two-way stop cock was not returned. The steel tube of the handle was noted to be slightly bent. The gray outer sheath was torn off approximately 54 mm from the proximal end of the handle at the catheter reinforcement area. Stretching was noted at the break in the outer grey catheter. Stretching of the outer catheter was noted 437mm from the distal tip of the delivery system, a bend was also noted in this location. The catheter is bent 42mm from the distal tip of the stent graft. However after review of the preliminary pictures, the manner in which the device was packaged for return may likely contributed to the bends. No bends were reported by the user. The stent graft was in place and not released. There was a gap between the atraumatic tip and the distal end of the outer catheter of 2mm. Dried blood was present between stent graft and outer catheter. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for deployment failure due to catheter breakage, as the stent graft was still in place in the delivery system, and the outer sheath was elongated and torn off at the catheter reinforcement area. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent graft allegedly would not deploy in an a-v graft and additional attempts were made to deploy the stent graft until the outer sheath allegedly broke. Reportedly, the stent graft system was removed in its entirety without incident. Another stent graft was deployed to complete the procedure. There was no reported patient injury.